Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jun-21, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in the or, 0 1 2 showed consistent impedance issues but dr. Decided to close. In post op caller is noting issues consistently on 5 6 and sometimes on 0 or 11. Some values change with pressure while taking impedances. Reviewed programming around. On 2022-08-01, additional information was received from the patient reporting that they were unable to increase their stimulation settings and the issue began on saturday. Pt noted the settings not available message displayed when pt attempted to increase their stimulation on group a program 1. Ps asked the pt if they were able to adjust their stimulation settings on other groups/programs and pt noted they used to be able to. The patient was redirected to their healthcare provider to further address the issue. On 2022-04-15, additional information was received from the manufacturer representative (rep) reporting that they had just met with the patient. They stated that they were able to use the settings until recently when their controller showed it was not able to deliver their desired intensities. It was reported that electrodes 0 and 5 are over 40,000 ohms and stated ¿do not use and to avoid¿ using electrode 1.the rep reprogrammed the stimulation around the three (0, 5, <(>&<)> 1) high electrodes and the patient stated that they would reach out if these new settings did not help. It was indicated that the reprogramming resolved the settings not available message. On 2022-oct-24, additional information was received from the manufacturer representative (rep). The rep reiterated previously stated information. It was reported that there were high impedances. Electrode 5 is over 40,000 ohms and 0 was 2,220 with electrode 3 as reference. Electrode 0 was orange with 0 as the reference while standing only. Impedance checks while sitting, standing, and lying on back. The patient said his spine or midline incision is hasn't stopped hurting since implant. They haven't noticed an increase in his pain. He has occasionally noticed after unlocking his controller that he gets a notice that his settings are not available. None of his programs are using electrode 0 or 5. The manufacturer representative (rep) indicated they would send any further information as they become aware.